Event description:
Procedure: sleeve gastrectomy.

Event description:
According to the reporter: did not hold needle in the jaws. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).